Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-26537. It was reported that the patient presented in emergency room. Upon interrogation, failure to capture was observed on the right ventricular (rv) and left ventricular (lv) leads. The patient¿s heart rhythms were slow. Programming changes were made. The physician was notified. The patient was stable before, during and after the changes.